Event description:
The manufacturer representative reported the lead was accidentally stapled to the surgical drape. Impedances indicated a short after the lead and the extension were connected. The hcp decided to replace the extension. Impedance readings did not indicate any further problems.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.